Event description:
The subject ICD was implanted on (B)(4) 2016 and connected to the two (sorin) leads already in place. A physician letter stated that one shock at 0 joules, which was triggered by ventricular noise oversensing, was observed upon device interrogation on (B)(6) 2017. It was reported that the defibrillation system was explanted on (B)(6) 2017 due to ventricular lead fracture and suspicion of atrial lead fracture. A new defibrillation system was then implanted. Since neither the ICD nor the programmer files could be retrieved for analysis, no further investigation could be performed.

Event description:
The subject ICD was implanted on (B)(6) 2016 and connected to the two (sorin) leads already in place. A physician letter stated that one shock at 0 joules, which was triggered by ventricular noise oversensing, was observed upon device interrogation on (B)(6) 2017. It was reported that the defibrillation system was explanted on (B)(6) 2017 due to ventricular lead fracture and suspicion of atrial lead fracture. A new defibrillation system was then implanted. Since neither the ICD nor the programmer files could be retrieved for analysis, no further investigation could be performed.